Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 472 mg/dl. Customer was treated with self bolus for high blood glucose level. The customer also mentioned other blood glucose values such as 479 mg/dl. The customer reported that in history there were alarms of calibration. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.